Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2026-02551. The initial MDR with manufacturing report number (3003442380-2026-02551), was submitted on 13-mar-2026. Upon completion of the investigation, the manufacturing date was updated as 14-may-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 07/may/2026 against "lot number" "6013282" and similar malfunction codes: adhesive patch does not adhere to the skin after direct application. Adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). If the adhesive patch lifts during use. The review confirmed that lot "6013282" and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 07/may/2026 against "lot number" criteria equal "6013282" and similar malfunction codes: adhesive patch does not adhere to the skin after direct application. Adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). If the adhesive patch lifts during use. The count of complaints is 1. The complaints numbers is (B)(4). Device history record (DHR) review: the lot 6013282 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine/line: m12 on 14/may/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot "6013282" and related malfunction codes. One complaints was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in japan. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not adhere upon insertion. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.